Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left-side "leaking.'' Healthcare professional reported rupture. Device remains implanted.

Event description:
Healthcare professional (hcp) later reported "exchange from textured to smooth." Hcp additionally reported "nodules" and "unspecified lump in left breast"; these events are not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in radius side assessed as surgical impact opening. (Shell thickness within specification) lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: observed creases on the device. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left-side "leaking.'' Healthcare professional reported rupture. Healthcare professional (hcp) later reported "exchange from textured to smooth." Hcp additionally reported "nodules" and "unspecified lump in left breast"; these events are not device related. Device has been explanted and replaced.